Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the in the oncology clinic a primary line was primed with saline and attached to the patient. The nurse inserted the tubing into the pump, programmed it and started the infusion. There was leaking from 11 inches below the safety clamp where there was a small cut in the tubing. Although requested, there was no further information received.

Manufacturer narrative:
The customer¿s report of leak below the safety clamp was confirmed. During visual inspection of the set received, it was observed immediately that the vinyl tubing had a slice cut approximately 11 ½ inches below the lower fitment. During functional testing a leak was immediately observed from the slice cut in the vinyl tubing. Pressure testing confirmed the leak. The root cause of the customer's report could not be identified.

Event description:
It was reported that in the oncology clinic a primary line was primed with saline and attached to the patient to run at 50 ml/hr. The nurse inserted the tubing into the pump, programmed it and started the infusion. There was leaking from 11 inches below the safety clamp where there was a small cut in the tubing. Although requested, there was no further information received.